Manufacturer narrative:
The impella cp was received and a failure investigation was completed. A simulated use test was performed and successfully reproduced the reported low flows. Examination of the pump found a broken impeller blade. A review of the device history record was conducted and found no manufacturing issues, reworks, or complaints associated with this failure mode from this pump lot. Since the console's data logs were not returned and no imagery was provided, we can not definitively determine the cause of the low flow or broken blade.

Event description:
The complainant reported a (B)(6) old white femail patient presenting for high risk percutaneous coronary intervention. The impella cp was selected for hemodynamic support and inserted without any noted issue. Approximately 5 minutes into use, the device flows dropped from approximately 3.5 l/min to approximately 1 l/min. The issue could not be resolved with normal troubleshooting, therefore, the pump was removed and replaced without any adverse impact to the patient. The device was returned and broken impeller blades were identified.